Event description:
Boston scientific crm received information that the device longevity changed from <0.5 years remaining a few weeks ago to 1.5 years remaining today. Technical services was contacted and discussed changes in the autocapture output can vary longevity remaining. Technical services recommended programming a fixed output if patient is in autocapture retry a lot. No adverse events were noted.

Manufacturer narrative:
The device remains in service. Should additional information become available, this event would be updated.